Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a bariatric surgery-sleeve on the fifth firing, the device had a noise when the trigger was pressed, the trigger was soft and it did not fire. They open another device at the end of the surgery to complete the case and resolve the issue. The patient was alive with no injury. The device is expected to be returned for evaluation.